Manufacturer narrative:
Immucor technical support performed a DHR review for jka antigen status on 10jan2017 and 13jan2017 because the product had already expired. This DHR review showed that all specifications had been met for the product to be relased to market on 31aug2016.

Event description:
On (B)(6) 2017, it was determined that a customer site had an unexpected negative antibody identification when using capture-r ready-ID extend I when used on a galileo echo instrument, serial number (B)(4).